Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion in the proximal circumflex (lcx) artery. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated with a 2.5mm compliant balloon at 8 atm. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred during delivery to the lesion. The left coronary artery (lca) was engaged with a 6f non-medtronic (mdt) guide catheter. The left anterior descending (lad) artery and the lcx were wired with non-mdt guidewires. After pre-dilation, the resolute onyx stent was attempted to delivered, however, the stent buckled in the proximal lcx and dislodged from the stent balloon. The lad wire was retracted into the guide catheter along with the stent. The guide catheter was retracted with the stent in the tip of the catheter. As the guide catheter was being retracted through the femoral sheath the femoral sheath dislodged along with the guide catheter. This led to the stent dislodging from the guide catheter and remaining in the right common femoral artery (cfa). The stent was later snared from the cfa, with the assistance of the vascular team, and the dislodged stent was removed. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was moderately calcified. Resistance was not noted during withdrawal of the device. One image was provided for review. The image was of the dislodged stent that was hooked on a snare. Deformation was evident to the dislodged stent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.